Event description:
It was reported that, approximately four months post implant, the patient presented to the emergency department with symptomatic bradycardia due to high thresholds and possible intermittent capture of the right ventricular (rv) lead. Device interrogation showed that the rv lead was unable to sense in both unipolar and bipolar configuration and was unable to capture at max output due to an apparent lead dislodgement. While the patient was being positioned on the procedure table for a lead revision, fluoroscopy was utilized to visualize the lead. The physician noted that the lead had perforated the ventricular apex. A decision was made to cancel the revision, reprogram the device to ovo, and discharge the patient to hospice care. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.